Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The ntw mitraclip reported is filed under a separate medwatch report number.

Event description:
This is being filed to report a chordal rupture. It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr) and was a 2 year post-operative heart transplant recipient. An ntw mitraclip was successfully implanted. A second clip, an nt, was positioned medial to the first clip. On the medial side of the ntw, a chord was ruptured. Shortly after, a single leaflet device attachment (slda) occurred with the ntw. The posterior leaflet was detached from the ntw. The second and third clip wereused to stabilize the first clip. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported unspecified tissue injury cannot be determined. Unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.